Event description:
It was reported to philips that the system's collimator was stuck and would not open. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during a vascular diagnosis procedure which was completed by moving the patient to another room. There was no harm reported to philips. The field service engineer (fse) examined the system onsite and the collimator is stuck and would not open. Upon troubleshooting, fse found that the detector rotation was moving into the end stop. To resolve the issue, fse repositioned potmeter and calibrated the detector rotation. After repairs the system was returned to use in good working condition. The codes were updated based on the investigation outcome.